Event description:
During phacoemulsification a loss of aspiration occurred, which lead to a capsular rupture with posterior dislocation of a lens fragment. A vitrectomy was required and a secondary retinal tear occurred.